Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer stated that the center button of the insulin pump was not functioning and it required to be pressed hard multiple times to make it work. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device received with intermittent select button response, problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted. Device passed self test and displacement test.